Event description:
Patient was in ep lab for upgrade to biventricular implantable cardioverter defibrillator (ICD). Doctor obtained access through axillary via micropuncture needle, and used a cope wire. When withdrawing the cope wire, doctor noticed that the wire was broken and only part of it was withdrawn, the remaining part was in the vein and knotted.